Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had the pain stimulator taken out because it was not effective for her. The reporter (the patient¿s sister) did not have a lot of detail regarding her experience but knew it was a work related injury and the patient was seeing an orthopedic surgeon and not a neurologist. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having a lot of problems since the device was removed. The reporter stated that it was not issues with the device being removed, but it was her back that she was having problems with.